Event description:
It was reported that the insulin gauge on the pump displayed an amount different than expected, specifically showing a fill estimate issue. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller on interpreting the gauge reading and instructed the customer on delivering a bolus to adjust the reading. The caller was guided through the process of filling and loading a new cartridge, although the caller declined to perform another bolus delivery.